Event description:
It was reported following a percutaneous coronary interventional procedure, an angio-seal device was deployed to seal the arteriotomy site. Approximately two hours later, the pt complained of abdominal pain. The puncture site was intact. Two hours later, the pt complained of increased abdominal pain; a small hematoma was present at the puncture site. A CT scan revealed bleeding into the abdominal space; the pt developed symptoms of shock. Manual compression was applied for one hour to achieve hemostasis. The pt reportedly recovered. The physician states several double wall punctures were performed during access into the femoral artery.